Event description:
This complaint is now reportable based on the analysis completed on 1/24/08. It was reported that during preparation for a coronary artery drug eluting stenting treatment procedure a shaft kink was noticed. No pt complications were reported. However, returned product analysis revealed that the catheter also exhibited a mid shaft separation located 2.8 centimeters distally from the edge of the mid shaft bond site.

Manufacturer narrative:
Product analysis verified the difficulty as stated in the complaint. Product analysis also revealed a shaft separation. The delivery device with the stent on the balloon was received and a polymer shaft separation/elongation and numerous shaft kinks were observed. The catheter also exhibited blood in the lumen of the catheter indicating it had been exposed to the pt at some point. Microscopic examination of the material surrounding the kinks did not reveal any inherent material deficiencies that would have contributed to the formation of the kinks. The catheter also exhibited a mid shaft separation located 2.8 centimeters distally from the edge of the mid shaft bond site. Microscopic examination of the material surrounding the separation/elongation did not reveal any inherent material deficiencies that would have contributed to the separation/elongation. The mfg records for top assembly batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly and performance specifications. Based on this analysis, the most probable root cause can be attributed to handling damage. A CAPA has been initiated to address this issue.